Manufacturer narrative:
Findings: pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, and cracked reservoir tube window noted.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on the reservoir compartment of their insulin pump. The patient's blood glucose level was 100 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.